Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 15.4 mmol versus 19.8 mmol to lab. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.